Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. The patient presented with a small vessel disease (svd). Vascular access was obtained via the femoral artery. The 90% stenosed, 30x3.0mm, concentric, de novo target lesion was located in the moderately tortuous and non-calcified right coronary artery (rca). After a non-bsc guide wire crossed the lesion, pre-dilation was performed using with a non-bsc balloon catheter at 12 atmospheres. A 3.00 x 32 synergy¿ drug eluting stent was deployed to treat the lesion. Post dilation was performed using with a 3.0x15mm non complaint balloon catheter at 14 atmospheres for 25 seconds. However, during fluoroscopy, a type c dissection was noted at distal part of the stent. A 3.0x16mm promus element drug eluting stent was successfully deployed to treat the dissection. No further patient complications were reported and the patient's status was stable and responding well to medication.